Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted in april of 2003, displayed an elective replacement indicator (eri). There is a concern that the battery is depleting faster than normal. There have been no therapies delivered since implant. There is little or no atrial pacing. The only significant drain is ventricular pacing, which is probably 100%. The right ventricular (rv) output has always been 3.5v @ 0.4ms but the left ventricular (lv) output was increased to 5v @ 1.0ms not long after implant and was not reduced until november 05. From this point onwards it was at 3.5v @ 1.0ms. Currently, the device is at 2.56v with a charge time of 18.2 seconds.